Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous and moderately calcified anastomotic stricture. A 7.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during initial inflation at 24 atmospheres for 90 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications nor injuries reported.